Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer. Unable to gain more information due to report receipt through website chat feature.

Event description:
The patient initiated a chat via the (B)(4) website-contact us option. Patient typed. "I tried your product for 3 nights on my top teeth only. My lip swelled up and I developed blisters inside my lip. My lip area is warm and at first was numb. My dentist is returning the product and giving me a refund. Why is there no information on your product about the side effect? Looking online others have experienced a similar swelling and blisters. It has been four days and it is no better. How long will this side effect last. Thank you." When the patient didn't get a response after 2 minutes, they left the page. Patient identity is not known. Unable to get more information.